Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's caregiver called technical services for assistance as the patient needed to be disconnected and taken to the hospital. During follow-up with the patient's nurse it was reported the patient had coagulase negative staphylococcus peritonitis and continued on vancomycin 2.5g. The patient had improved as of (B)(6) 2016. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department via ems with complaints of generalized abdominal pain, nausea and low grade fever of 100.1f. She was treated with zosyn IV and after the positive peritoneal fluid vancomycin ip for two weeks was started. Her nausea improved and her abdominal pain resolved. She was discharged on (B)(6) 2016 in stable condition.

Manufacturer narrative:
Additional information: model and lot #. Complaint sample was not available, and the lot number of product involved in this incident is unknown. However, a sales and shipping search to the client within the time frame of three months before the date of occurrence. According to the sap system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. Device history record review was performed. No nonconformance reports or other abnormalities during the assembly of related lot were found. Based on this, is concluded the product involved met current specifications. Clinical review revealed there was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.